Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was on the catheter of a bd insight-a ¿ catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A sample was not received for the purpose of our investigation. Unfortunately our investigators were unable to observe affected sample and could not determine the failure mode as a result. The batch record was reviewed, no related abnormalities were found. Without the ability to visually identify the foreign material our investigators could not determine a root cause.